Event description:
The user complained of erratic troponin I stat (troponin I) results and stated a physician called concerning questionable results for two patient samples. All results are in ng/ml. Patient sample 1 initial result was 1.07 and the repeat result on (B)(6) 2010 was <0.300 with a data flag. On (B)(6) 2010, patient sample 2 initial result was 0.554 and the repeat result on (B)(6) 2010 was <0.300 with a data flag. The erroneous results were reported outside the laboratory. The patients were admitted and were sent for a cardiology consult. The user could not provide further information concerning the patients. No adverse events were alleged. The troponin I reagent lot number was 15779101. The field service representative could not determine a cause and checked the performance of the instrument and assay. He ran performance testing and the user ran a precision check with passing results.

Manufacturer narrative:
A specific root cause was not identified. Calibration and quality controls do notindicate an issue. Assay performance checks and precision checks were within specification.